Event description:
Our product manager reported to our per coordinator that she went to the customer to check the targeting devices, they are using as she has been informed about two nail breakages (per (B)(4)) and wanted to check the functionality of the sets in use in this hospital. She reported that when she was testing one of the targeting devices with a nail, there was a noticable contact between the nail and the lag screw drill, and that the visual inspection of the targeting device shows a small crack in the carbon at proximal side of the connection between the metal and carbon part and a big crack of almost 2mm on the distal side of it as there are also impact marks visible on the proximal metal end of the targeting device. She reported further that there were no adverse events towards any patient reported.

Manufacturer narrative:
Na